Event description:
During follow up to the patient's nurse for an unrelated issue, the nurse reported that the patient passed away on (B)(6) 2011, due to liver failure and sepsis. The nurse stated that the death was unrelated to baxter products. No further information was provided.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).